Event description:
The customer reported an interlock failure error and a failed system boot. No pt or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The fuse on the ps2 power supply was evaluated and replaced. The system was tested and found to be working as intended and returned to service.